Event description:
It was reported that the customer had a no delivery alarm and an issue with the reservoirs not spinning. Customer's blood glucose level was 208 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer only has one set and three reservoirs. Customer reported that the alarm occurred during manual prime. Customer was not able to troubleshoot at the time of the call. Insulin pump will be replaced at the customer's request. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.